Event description:
Customer reported the bedside clinician had just hung a potassium secondary, and observed it flowing rapidly. Upon closer inspection she could see that the fluid level was rising in the primary bag. There was no pt harm or medical intervention. The customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). Pt info requested and all available information is included in sections a and be. Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the set be returned for evaluation.